Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's leads exhibited high impedances and the patient did not have effective therapy. As a result, surgical intervention was to replace the leads on (B)(6) 2026. Therapy was restored postoperatively.